Event description:
Philips received a complaint on the v60 ventilator indicating that the device was producing a co2 rebreathing risk alarm. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the issue observed while the device was being tested before being placed into use. The customer stated that the alarm was occurring when the device was placed into normal operational mode and attached to a test lung. The customer stated that they replaced the boot kits, but the issue was still occurring. The rse informed the customer the recommended repair by the manufacturer was to replace the flow sensor assembly (fsa). The customer confirmed that they had the part number for the fsa and would place an order for a replacement. This investigation is ongoing.